Event description:
It was reported that the patient's pacemaker exhibited a diagnostic anomaly. There was a discrepancy of the number of atrial tachycardia/atrial fibrillation episodes recorded. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.